Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by fever and cloudy effluent. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient was treated with injection tazact (4.5 gm intravenously (IV) stat). On the same day, treatment with injection tazact was discontinued. The next day, the patient again started treatment after 8 hours, with injection tazact (2.5 gm, 3 times a day, for 5 days, intravenously (IV). The treatment with injection tazact was ongoing at the time of the report. The patient's outcome was not reported and dianeal and extraneal therapies were ongoing. No additional information is available.